Event description:
A physician reported that before intraocular lens (iol) implant procedure, the doctor had noticed that the lens edge was damaged therefore, its use was discontinued and there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).